Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accutni) results generated by the access 2 immunoassay system for one patient. Upon repeat, the results were within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was li heparin. The customer suspects pre-analytical handling as the cause. The customer stated that they have occasionally noticed clots in the lithium heparin tubes. Qc was within established ranges prior to and after the event. A system check performed on (B)(4) 2010 met specifications. A field service engineer (fse) went on-site (B)(4) 2010 and performed a precision run with a low level accutni qc and high-sensitivity system check which both met specifications. No hardware issues were noted. No clear root cause could be determined for this event.